Event description:
It was reported to philips that the device passed the op check, however, there is a "recommend battery calibration" message. There was no reported patient involvement.

Manufacturer narrative:
.